Event description:
Nephron pharmaceuticals corporation received a report of a device malfunction on (B)(6) 2014, associated with the use of the ez breathe atomizer. The pt reported that he experienced a severe asthma attack after the device did not function. Multiple attempts were made to reach the customer by telephone and mail unsuccessfully. No add'l info is available concerning the pt's demographics or the event.

Manufacturer narrative:
No add'l info was available from the pt concerning the nature of the malfunction; therefore, nephron is unable to determine if the pt's atomizer was among the lots associated with a class 1 recall of the atomizer initiated in 2013. The recall was initiated in response to the detachment of the plate a from the medication cup. The detachment of the plate a can cause the plate a washer to fall through the mouthpiece or cause the atomizer to fail to produce a mist. It is unk when the pt purchased the unit or how long the pt has used the unit; therefore, nephron cannot determine the nature of the malfunction.